Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device info - expiration date ni. Manufacture date ¿ ni.

Event description:
The patient underwent a revision of the dental implant approximately five months post-implantation due to loosening and pain. During removal, the surgeon noted the implant was covered with granulation tissue and residual graft.